Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported experiencing intermittent comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). No patient harm was reported. Investigation summary: repair center evaluation duplicated the intermittent communication loss and flashing error condition. Diagnostics identified an sram crc32 error, indicating a malfunction of the cpu printed circuit board. No external damage was observed. The root cause was determined to be a malfunctioning cpu pcb, resulting in intermittent communication loss and error indications. No further investigation is required. The following field contains some no information (ni), as an attempt to obtain the information was made, but not provided: d10. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Zm transmitters model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 11/18/2021. Unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters. Model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 05/23/2013. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters. Model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters. Model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 02/07/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters. Model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters. Model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 02/16/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported experiencing intermittent comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). No patient harm was reported.

Event description:
The biomedical engineer (bme) reported experiencing intermittent comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported experiencing intermittent comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains some no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 10/20/2025 emailed the bme for all information in the ni list above: the bme replied with all the information that they had and the rest were unknown. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org, cns. Zm transmitters, model #: zm-531pa, serial #: (B)(6), device manufacturer data: 11/18/2021, unique identifier (UDI) #: (B)(4). Zm transmitters, model #: zm-531pa, serial #: (B)(6), device manufacturer data: 05/23/2013. Unique identifier (UDI) #: (B)(4). Zm transmitters model #: zm-531pa, serial #: (B)(6), unique identifier (UDI) #: (B)(4). Zm transmitters, model #: zm-531pa, serial #: (B)(6), unique identifier (UDI) #: (B)(4). Zm transmitters, model #: zm-531pa, serial #: (B)(6), device manufacturer data: 02/07/2019, unique identifier (UDI) #: (B)(4). Zm transmitters model #: zm-531pa,serial #: (B)(6), unique identifier (UDI) #: (B)(4). Zm transmitters model #: zm-531pa, serial #: (B)(6), device manufacturer data: 02/16/2019, unique identifier (UDI) #: (B)(4).